Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: the battery compartment was found to be cracked from the top to the case seal along the left side to the grip pad. The pump powered on with the auditory and vibration alert. Unrelated to the initial complaint, the display was found to be blank due to moisture on the printed circuit board and on the display flex. Moisture was found inside the battery compartment due to a leak at the battery compartment crack. Complete testing was prohibited due to the blank screen. The pump was returned without a battery cap; a test cap was used for the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.